Event description:
Customer complaint alleges the doctor "found the ars [syringe} leakage prior to use on patient during test".

Manufacturer narrative:
(B)(4). The customer returned an arrow raulerson syringe (ars), an introducer needle, and lidstock for evaluation. The ars will be examined for this complaint investigation. Visual inspection did not reveal any anomalies or defects on the ars. A vacuum leak test was performed on the samples per inspection procedure. With the plunger body at the bottom of the syringe, the tip of the ars was occluded, and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released, and it did snap back into a position = 1cc from the starting position. The ars passes the test if the plunger returns to a position = 1cc; therefore, the sample did pass the functional inspection. A push leak test was also performed on the ars. With the plunger body fully out of the barrel, the tip of the ars was occluded, and the plunger was pushed into the barrel. Resistance was felt and the plunger body was not able to move to the bottom of the syringe. Therefore, the sample passed the push leak test. The syringe was able to draw and aspirate water with and without the needle attached. A device history record review did not reveal any relevant findings to suggest a manufacturing issue. The report that the ars leaked could not be confirmed through functional testing of the returned sample. The ars sample passed both the vacuum and push leak tests. The syringe was also able to successfully draw and aspirate water with and without the syringe attached. Based on the customer description and the returned sample, no problem was found with the returned sample. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). Based on the preliminary investigation of the returned device, the ars syringe leaked during use. Investigation is still in progress. A follow up report will be submitted at the conclusion of the device evaluation.

Event description:
Customer complaint alleges the doctor "found the ars [syringe} leakage prior to use on patient during test".